Manufacturer narrative:
On june 23, 2021, the mentor failure analysis lab received the device for evaluation. On july 7, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample sm hps dv 380cc cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 18, 2021, mentor became aware that lab received two devices with the same lot (affected and concomitant), and hence, analysis were performed for both devices with no device problem found. The doctor said the valve also was defective. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2021, the investigation was updated to include the following information: since two devices arrived with same lot (affected and concomitant) and not specified the side for each device: serial number section was updated with the two serial numbers under section d4. No updates were made to the investigation itself. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 380cc mentor smooth round high profile saline breast implant being used for a primary breast augmentation procedure ruptured intraoperatively. It was reported that the valve was defective. As a result, the right side device was replaced with catalog number 3505455bc; serial number (B)(4), and the procedure continued. There were no patient consequences or procedure delays reported.